Event description:
The clinic reported that a pt treated for lasik vision correction presented at a one week post-op exam with an over correction of two or more lines of vision in both eyes. The pt also reported that their distance vision was getting better but still blurry. Pt's post-op visual acuity at one week: bcva od 20/50 os 20/30.

Event description:
Caller reported blood glucose results of 315 mg/dl and 146 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.